Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy / sheath failed to split. Time to malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left femoral artery after an unspecified procedure. Reportedly, the exchange sheath failed to split and the clip did not deploy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.